Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified red x in the ready for use indicator (rfu). There was no patient involvement.

Manufacturer narrative:
(B)(4).